Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon was spontaneously expulsion by a patient during placement. Although the balloon showed signs of partial rubber degradation, it split lengthwise and fell out, subsequently on the 15th, the balloon ruptured again in the same patient and fell out spontaneously.